Event description:
A surgeon reported a patient whose intraocular lens (iol) fell into the back of the eye approximately one week following implant surgery. In a follow-up, it was reported that the iol was exchanged with another model.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 08/04/2009, 08/19/2009, and 08/25/2009 by phone, fax, and mail. A completed questionnaire was received on 08/25/2009. This report was mailed to FDA on: 08/28/2009.